Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this pacemaker had six months battery life remaining and had an increase in power consumption. The boston scientific technical services (ts) requested for data analysis to verify premature battery depletion (pbd) issue. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators (pgs) that have had continuous average power increases. Furthermore, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker had six months battery life remaining and had an increase in power consumption. The boston scientific technical services (ts) requested for data analysis to verify premature battery depletion (pbd) issue. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators (pgs) that have had continuous average power increases. Furthermore, the device was explanted. No additional adverse patient effects were reported.